Manufacturer narrative:
A review of the device history record (DHR) was performed on both the cartridge and pre-mixed dialysate. No related defects were found during the manufacturing of these products. Both lots were released for distribution having met all product design requirements. An analysis of the retention samples of the pre-mixed dialysate was performed and found that all the constituents are within specification. A database review of these lot numbers showed no other complaints of this nature. Biocompatibility has been established.

Event description:
A report was received from a nurse on 25-apr- 2017, regarding a (B)(6) male patient, (B)(6), who experienced chills, nausea, vomiting, pyrexia, and confusion after initiating standard home hemodialysis treatment with rfp-209. On (B)(6) 2017 approximately one hour into dialysis treatment the patient experienced chills and his temperature was 99.6. Treatment was discontinued. Approximately 10 minutes later the patient experienced nausea, vomiting, and was confused. He was admitted to the hospital. On (B)(6) 2017 he was discharged with a diagnosis of pyrexia. The patient has resumed home hemodialysis with rfp-209 without issue.